Event description:
It was reported that av dialysis graft was accessed near arterial limb of graft. Catheter was advanced across thrombosed graft into subclavian venous outflow. Digital images confirm a widely patent subclavian vein outflow to level of innominate svc. Thrmobosed material was documented within graft. 6mg tpa administered into graft. Mechanical thrombolysis was performed with trerotola device. Antegrade flow reestablished in graft. Shortly thereafter, pt became hypoxic and arrested. CPR administered an code called.